Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified broken shell. Leak test and microscopic analysis were performed which identified a broken striated edge on suture tab and striated opening on anterior. Based on the device analysis the final assessment was a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tools, and a broken striated edge on suture tab assessed as surgical damage consist in the use of some surgical tools. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported right side "had a small hole in it.¿ device was not implanted.